Event description:
It was reported that during a lap cholecystectomy, the clips and some lubricant were falling out of the device. Another device was used to complete the procedure. There was no pt consequences.

Manufacturer narrative:
Date sent: 06/10/2008. Info anticipated, but unavailable at this time.